Event description:
Vascular access nurses requested to assess a triple lumen PICC [peripherally inserted central catheter]mline that was "leaking at the bifurcation." Line had chg [chlorhexidine gluconate] dressing intact with some drainage. Secure-a-cath in place with catheter out 3+cm. Grey lumen was flushed, and fluid was noted to be leaking out from under dressing. When dressing was removed, PICC line was noted to be kinked right above the hub, but 1cm below the secure-a-cath. When the line was straightened it was noted to be torn where it was kinked. Consulted provider to discuss whether the PICC needed to be replaced for continued central access. Provider said that 2 pivs [peripheral intravenous lines] would be sufficient for the patient. PICC removed without incident.